Manufacturer narrative:
Phone failed electronic submission (B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that the monitor on the complaint device fell, resulting in the screen going black with a colored stripe on the right, as well as a rear case which was broken and requested support. The complaint device was in clinical use at the time that the issue was discovered. There was no patient harm reported.